Event description:
It was reported that the rotablator console display was blank. A rotablator rotational atherectomy system console was selected to treat the target lesion. At an unspecified time during the procedure, the rotablator console display was blank. The procedure was completed with this device. There were no patient complications reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). Device evaluated by MFR.: the device was returned for analysis. During analysis, no rotational display was confirmed. The console and foot pedal were tested using a rotalink 1.75mm burr. The rotational speed display remains blank and the burr does not rotate due to a massive gas/air leak at the turbine pressure switch. The foot pedal functioned properly, readily activating/deactivating the burr rotation and switching the console between turbine and dynaglide modes. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. Given the age of the console, the most likely cause of the reported difficulties may be due to normal wear and tear. (B)(4).

Event description:
It was reported that the rotablator console display was blank. A rotablator rotational atherectomy system console was selected to treat the target lesion. At an unspecified time during the procedure, the rotablator console display was blank. The procedure was completed with this device. There were no patient complications reported.